Event description:
It was reported that this patient with a 2800 23mm valve, with unknown implant duration, underwent a valve-in-valve procedure due to aortic regurgitation. The tavr was performed with a 9750tfx 23mm.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: it was identified that this event MDR report number 2015691202206948 is a duplicate of MDR report number 2015691202207081. Investigation performed and reported through 2015691202207081.